Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the archive data review. The root cause of the ua07 error was the defective load cell module 2. The broken enclosures and defective load cell were likely attributed to mishandling such as a drop. Visual inspection of the returned platform was performed. The front and bottom enclosures were observed damaged with broken screw fittings. In addition, the edges of both enclosures were noted to be broken and chipped. The observed physical damages were unrelated to the reported complaint. The breakages and chipped pieces were appeared to be the characteristics of harsh impact as a result of user mishandling, as the front and bottom enclosures were last replaced in 2017 for an unrelated issue. The damaged enclosures will be replaced to address the observed physical damages. A review of the archive data was performed and showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. Unable to perform functional testing due to the ua07 error message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed load cell module 2 was over-reported. The defective load cell 2 will be replaced to address the ua07 error. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr (B)(4) was reported on 28 november 2017, and load cell 1 was replaced to remedy the fault.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The user could not clear the error code. No patient involvement.